Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal procedure, while the device was being applied and the energy/wire crossing caused alternate site burn on patient. A damaged of enterotomy created unintentionally. The doctor used burn site to create the ileostomy to resolve the issue and complete the case. The patient incurred a burn.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found that the blue heat shrink was scratched along a straight line. The reported condition was confirmed. Visual inspection found that the blue heat shrink was scratched along a straight line. The device failed hipot testing along the straight line of scratching. The damage to the electrode indicates the user mishandled the electrodes. The scratching damage could be caused by trocar. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulation damage. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instruction for use (IFU) states: inspect the extension insulation frequently (before and after each use) for cracks, nicks, cuts, dents, or depressions which may decrease the insulation effectiveness and may result in burns to the surgeon or patient. If information is provided in the future, a supplemental report will be issued.